Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a palliative stent placement procedure for a stricture located at the second duodenal portion due to an unresectable tumor, performed on (B)(6), 2008. According to the complainant, after a successful placement of the stent, optimal expansion of the stent was not achieved. The stricture was reported as very tight. The physician stated that expansion was satisfactory within the next few days, and this was not in any way a stent dysfunction. A biliary wallstent was placed during the same procedure to aid in biliary drainage. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.